Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly the patient was presented with infection. Underwent wash out and poly exchange procedure.

Event description:
Allegedly the patient was presented with infection. Underwent wash out and poly exchange procedure.